Event description:
It was reported by the customer that allegedly the serfas probe 90 degree item# 279350101 tip broke off inside the patient. The doctor reportedly was able to retrieve the tip since it was no longer visualized in the joint. They were able to use another serfas probe 90 degree to finish the case.

Manufacturer narrative:
Additional information will be provided once investigation is completed.